Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission indicated that the right atrial (ra) lead exhibited oversensing resulted in inappropriate mode switch episodes, possible due to noise. A lead evaluation and programming change were suggested; no changes or intervention were reported. There were no patient consequences.